Event description:
It was reported that the right atrial lead exhibited noise. The patient would be scheduled for another appointment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2015 indicates the lead continues to exhibit noise.